Event description:
It was reported that an ilet pump touchscreen cracked while the user carried the device in a pocket and discovered the damage upon taking it out to announce a meal, after which the screen was not usable and the user experienced trouble operating the device. Symptoms included no injury. Outcomes included device damage that affected device usability without clinical impact. Investigation included remote troubleshooting and education, confirmation that the device had been synced prior to shutdown, and arrangement for device replacement with return of the original unit for evaluation. Investigation of this case revealed physical damage to the display consistent with external impact, resulting in a cracked screen and impaired touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage to the display assembly.